Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge leaked insulin from near the septum. Reportedly the customer's blood glucose (bg) was "high", however, a bg value was not provided. The customer addressed bg level with a correction bolus. Customer declined troubleshooting and to provide additional information regarding the reported issue.